Event description:
The patient was undergoing a left orbitozygomatic approach for the resectioning of residual tumor; there was cervical exposure of the carotid for potential proximal control. During the procedure, somatosensory evoked potentials demonstrated a loss of signal from the right hemibody and flow within the intracranial carotid could not be detected on doppler. The patient was given a bolus of pentobarbital, dose not disclosed, and was transferred to the angiography suite. Angiography demonstrated an occlusion of the left distal internal carotid artery due to thrombus. A ¿suction¿ catheter was used to remove the clot and this partially reopened the vessel. However, the thrombus reformed so 5mg of tissue plasminogen activator (tpa) was infused intra arterially (ia) but the clot remained. The catheter device was used in combination with 5mg of reopro ia. The stent was placed followed by 325mg aspirin and 300mg plavix via orogastric tube. Thrombus formed within the stent and 5mg tpa was infused ia and 5mg of reopro was given ia. A balloon catheter was used to post dilate the stent and a further 300mg of plavix was given via orogastric tube. There was some improvement in flow through the vessel and a further 5mg of tpa was infused ia and 5mg of reopro was administered. The vessel patency improved with better intracranial transit time and minimal luminal thrombus. The stent was seen to be fully recanalized. The surgical entry site for the resectioning procedure began to bleed. A CT scan demonstrated left extradural and subdural blood with mass effect and significant midline shift. The patient was transferred back to surgery for the evacuation of the hematoma and an epidural drain was placed. Two days post procedure, a CT scan revealed significant reduction in the midline shift. There was a left deep lenticulostriate distribution infarct through the basal ganglia, internal capsule and caudate. The patient was found to have hyperemia. Five days post procedure the patient had been steadily improving and was off the ventilator. The patient was reported to be ambulatory with assistance, with only slight extremity weakness on the right side only.

Event description:
The patient was undergoing a left orbitozygomatic approach for the resectioning of residual tumor; there was cervical exposure of the carotid for potential proximal control. During the procedure, somatosensory evoked potentials demonstrated a loss of signal from the right hemibody and flow within the intracranial carotid could not be detected on doppler. The patient was given a bolus of pentobarbital, dose not disclosed, and was transferred to the angiography suite. Angiography demonstrated an occlusion of the left distal internal carotid artery due to thrombus. A ¿suction¿ catheter was used to remove the clot and this partially reopened the vessel. However, the thrombus reformed so 5mg of tissue plasminogen activator (tpa) was infused intra arterially (ia) but the clot remained. The catheter device was used in combination with 5mg of reopro ia. The stent was placed followed by 325mg aspirin and 300mg plavix via orogastric tube. Thrombus formed within the stent and 5mg tpa was infused ia and 5mg of reopro was given ia. A balloon catheter was used to post dilate the stent and a further 300mg of plavix was given via orogastric tube. There was some improvement in flow through the vessel, and a further 5mg of tpa was infused ia and 5mg of reopro was administered. The vessel patency improved with better intracranial transits time and minimal luminal thrombus. The stent was seen to be fully recanalized. The surgical entry site for the resectioning procedure began to bleed. A CT scan demonstrated left extradural and subdural blood with mass effect and significant midline shift. The patient was transferred back to surgery for the evacuation of the hematoma and an epidural drain was placed. Two days post procedure, a CT scan revealed significant reduction in the midline shift. There was a left deep lenticulostriate distribution infarct through the basal ganglia, internal capsule and caudate. The patient was found to have hyperemia. Five days post procedure, the patient had been steadily improving and was off the ventilator. The patient was reported to be ambulatory with assistance, with only slight extremity weakness on the ride side only.

Manufacturer narrative:
Anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Additional information was received from the user facility, the physician stated that the hemorrhage was extra axial and due to the usage of tissue plasminogen activator, aspirin and plavix. The patient started to ooze from the surgical incision and developed an extradural hematoma for which the patient was taken back to the operating room for evacuation. There was no reperfusion hemorrhage. Thrombosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.